Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant this pacemaker detected out-of-range right ventricular (rv) lead impedance measurements resulting in the triggering of the lead safety switch feature. Boston scientific technical services (ts) suspects an under-inserted lead. The patient complained of being tired and short of breath. The patient is pacemaker dependent. Surgical intervention was performed and an under-inserted lead was confirmed. This was corrected and the device and lead remain in service. No additional adverse patient effects were reported.